Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k053529.

Event description:
It was reported that the pt no longer wanted the device system. When it was removed the hcp noted the anchor was separated. The pt recovered without sequela. Additional info has been requested, but was not available as of the date of this report.

Event description:
On august 26, 2010, the lay user/patient contacted lifescan to report the one touch ultra 2 meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 9:25 pm, the patient obtained the blood glucose readings of 387 mg/dl and 222 mg/dl on the reported meter within 20 minutes of each other. The patient then administered self-treatment by taking half a tablet of his oral diabetes medication. The patient experienced the symptoms of dizziness, shaking and sweating. He did not seek any medical attention. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings. Therefore this complaint is being reported.

Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 155,700 joules. No injury was reported. An examination, conducted by an american medical systems quality engineer, disclosed that the cap had worn out. The cap remained intact and attached.

Manufacturer narrative:
510(k) # is k053529. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.